Event description:
Patient reported no complaint against the right device. Physician later reported right side rupture. The events of "isoechoic fluid collection between implant bag and capsule", "focal detachment of implant c several folding of implant bag", "sever capsule thickening c irregular implant contour" and "double capsule c contracture" baker grade unknown were reported via us report. The event of "several cysts and hypoechoic nodules" is not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma late, crease folding, double capsule, malposition lump nodule, cyst.

Event description:
Patient reported no complaint against the right device. Physician later reported right side rupture. The events of "isoechoic fluid collection between implant bag and capsule", "focal detachment of implant c several folding of implant bag", "sever capsule thickening c irregular implant contour" and "double capsule c contracture" baker grade unknown were reported via us report. The event of "several cysts and hypoechoic nodules" is not device related. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening. Seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Malposition: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device cyst-ndr: not applicable as the event is not related to the device. Additional observations: creases were observed. Wear abrasion observed. Blank particles observed on the surface of the shell. Stress marks observed.